Event description:
Transducer to radial artery line broken at site at top of transducer. Transducer and radial artery line had been in placed for 24 hours. Pt had been moving a little in bed when breakage of transducer occurred. Line bled back into tubing causing no adverse effect.